Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, " the scope is having an issue of producing black images" involving pentax model ed-3490tk/serial (B)(4). No further information was provided. Pentax has made 3 good faith effort attempts to collect additional information from the facility. The facility contact did not provide any additional information. The device was returned to pentax. Pentax service inspectional findings included: primary operation channel resistance, distal cap - fixed type passed epoxy seal integrity inspection, distal tip annual maintenance, up/ down angulation tight, right/ left angulation tight. Image blackout, passed wet leak test, passed dry leak test, #4 remote control button not working, #3 remote control button not working, #2 remote control button not working, #1 remote control button not working, right/ left brake knob retaining nut cover cracked, up/ down brake knob/ lever scratched, right/ left lock unit broken. The customer complaint was confirmed. Repairs were performed on the device which included replacement of the following components: operation channel, electrical connector assy, pcb for ccd k2 pb-free/ntsc, o-ring(0.5x1.3) imp-1, bending rubber, distal case/cap, o-rings and seals, x-ring(1.8x19.6) gray, ud lock lever, rl lock knob retaining nut cover, shield pipe for ccd, laser cut filter type 7, objective prism assy, rl lock base unit.

Manufacturer narrative:
Continued: pentax model ed-3490tk is classified as import for export, therefore 510k is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: g6: follow up #1, h2:if follow-up, what type? H6: coding changed based on the investigation result (health effect - clinical code, health effect - impact code). Additional information: h4:device manufacture date.